Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 while inserting an 11mm frn gt entry nail, the driving cap broke off at the end of the junction between the threaded portion and the shaft of the malleting pin. Nail was approximately 15% inserted with the majority of nail still outside patient over 2.5mm guidewire. Threaded portion of the driving cap was stuck inside of the frn radiolucent handle. Nail insertion prior to this point had become difficult due to a wire placed in the proximal femur to aid in reduction that was interfering with traversal of nail. Successive pounding on the driving cap allowed some nail progression, but ultimately resulted in the breakage incident. The nail was subsequently extracted and alternate equipment was utilized to insert the nail and finish the surgical case. The event was successfully completed with no surgical delay. No fragments were generated. No adverse patient consequence was reported. No further information is available. This report is for a radiolucent insertion handle frn. This is report 2 of 3 for (B)(4).